Manufacturer narrative:
Device passed displacement test and self test. Pump error 53 alarm and error 4 found in the device history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had one minute non-destructive ram test failed and software error detected pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm. Customer is unable to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.